Manufacturer narrative:
Root cause analysis: the values of 7.5 from meter and 4.2 from lab were not evaluated due to misuse - sampling error: per ts, sample came from analysis tubing. Only fresh capillary whole blood from a finger stick should be used with the meter. Customer claims also did finger stick test and still obtained high result - no value given. For qc error: no info in the complaint indicates inappropriate test strip exposure, misuse, or that incorrect sampling or technique has occurred. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint have not been returned.

Event description:
Caller alleged discrepant results (inratio higher than lab); comparison of inratio test compared with lab results. Results as follows: meter-inr: 7.5, lab-inr: 4.2.